Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. His regular hcp was on vacation, so he went to his vacation replacement and that hcp didn't know anything about eversense. After that he went to the trauma surgeon yesterday and that hcp extracted the sensor. He got the sensor at home and kept it. As a result, no further investigation was possible for this complaint other than reviewing the manufacturing records.

Event description:
On october 21, 2021, senseonics was made aware of an incident where patient reported a possible infection at the insertion site. He got a small blister at the incision and now his insertion cut festers. He was not able to give the correct date, but he explained that this insertion cut looked different compared to all his previous cuts. He told me that the steris trips after the insertion had not been glued together as always (this time the seam was not completely closed, but there was a gap despite the strips). His regular hcp was on vacation, so he had to go to his vacation replacement and that hcp didn't know anything about eversense. He had to go to the trauma surgeon yesterday and that hcp extracted the sensor. He got the sensor at home and kept it.